Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 1ml ls tuberculin experienced product damage, stopper misalignment, and leakage during use. The following was reported by the initial reporter: "the barrel was bowed and the stopper was thus not fit inside, resulting in leakage."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that a syringe 1ml ls tuberculin experienced product damage, stopper misalignment, and leakage during use. The following was reported by the initial reporter: "the barrel was bowed and the stopper was thus not fit inside, resulting in leakage."